Manufacturer narrative:
(B)(4). Two of the ten alleged mr290v vented autofeed humidification chambers are returned form the customer and are currently en route to fisher & paykel healthcare (f&p) for investigation. We will provide a follow up report upon completion of the investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (f&p) field representative that ten mr290v vented autofeed humidification chambers were found leaking on the bottom of the chamber. There was no reported patient involvement.

Event description:
A healthcare facility in germany reported to a fisher & paykel healthcare (f&p) field representative that ten mr290v vented autofeed humidification chambers were found leaking on the bottom of the chamber. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Correction in d4, lot numbers corrected to the below: device 1: lot 190521. Device 2: lot 190527. Method: two of the ten complaint mr290 humidification chambers were returned to fisher & paykel healthcare (f&p) in new zealand for evaluation and were visually inspected. Results: visual inspection revealed horizontal crack lines on the lower part of dome on both devices. Conclusion: we are not able to determine the cause of the crack on the two returned mr290 chambers. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."